Event description:
When IV catheter was removed it broke off at the hub leaving a small section in the pt. Pt taken to surgery and broken piece of catheter was removed. IV was placed in 4/03 removed two days later. Tolerated surgery well.